Manufacturer narrative:
The external driveline replacement on (B)(6) 2017 referenced in this section was reported under medwatch MFR. Report # 2916596-2017-02015. (B)(4). Approximate age of device ¿ 4 years and 10 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2017, during the patient¿s routine clinic visit, two low speed operation alarms occurred when a grounded power module patient cable was used to connect the lvad to the power module. The lvad was then connected to batteries and the alarm resolved. The patient was asymptomatic. It was reported that the patient has a history of a short to shield issue with the percutaneous lead (driveline) and the external portion of the driveline was replaced on (B)(6) 2017. The patient connects the lvad to the power module 20% of the time with a grounded power module patient cable, and connects to batteries 80% of the time. The patient mostly sleeps with the lvad connected to the power module. No alarms had occurred after the external portion of the driveline was replaced until the clinic visit on (B)(6) 2017. The submitted log file was reviewed by the manufacturer¿s technical services representative and pump stoppages were observed on (B)(6) 2017 while the lvad was connected to the power module. Since the maximum length of the external driveline was previously replaced, it was advised that the patient use an ungrounded power module patient cable when connecting the lvad to the power module, or to connect the lvad to batteries. However, if the driveline issues mature into a phase to phase short the patient may experience pump stoppages. The patient was provided an ungrounded power module patient cable to use when connecting the lvad to the power module.